Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2017 with the following findings: investigation revealed two battery compartment cracks. (B)(6).

Event description:
Investigation revealed two battery compartment cracks. The bolus button cover was missing. This report is made based on results of the investigation performed on 09/11/2017.